Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during the firing across the stomach, the device would not fire on tissue. It was reported that there was no patient injury.